Event description:
I recently was hospitalized due to pseudomonas in my left eye. I wear or wore a contact in my left eye to read. I put the contact in my eye in 2009 and honestly cannot remember if I had taken it out to clean it. My eye dr. Advised the infection was due to bad hygiene and wanted to know why I didn't take the contact out at night. I wore the extended wear contacts that are supposed to last for thirty days. I don't wear them that long without cleaning them and sometimes leave them out over the weekends. I have been doing this for 8 years and never had a problem. I was wondering if this type of infection is common due to this reason. I also would like some info on contact lens infections. The lot number for this contact is w88306217 bausch & lomb purevision. Dates of use: 2009. Diagnosis or reason for use: to read. Event abated after use stopped or dose reduced: yes.